Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: unknown persona tibial trays cat#: unk, lot#:unk; unknown persona femoral cat#: unk, lot#:unk . The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent revision due to patellar pain and loosening feeling.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicates flared dovetail feature and signs of wear (nicks, gouges and scratches) on the inferior and superior surface. Review of device history records found no discrepancies. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee arthroplasty revision approximately two (2) years post-operatively due to a loose feeling knee/instability and patellar arthritic pain. The bearing was removed and replaced with a thicker bearing, and the patella was resurfaced with a patellar component.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.